Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 34 mg/dl, 289 mg/dl and 140 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturer date for the reported test strip lot number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips lot 1463926 (expiry date: 31 may 2016). The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings reported were found in the meter's memory.